Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Cables between the anesthesia control board and the central processing unit display were replaced.

Event description:
The hospital reported that, during a case, the unit reportedly alarmed and stopped working. There was no reported patient injury.